Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was feeling symptomatic after implant. Asystole episodes were noted, but tapered off days later. The device remains in use. No patient complications have been reported as a result of this event.